Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at site of with an infusion set. Infusion set was used for 30 minutes. No further information was available.